Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The target vessel was the left anterior descending (lad) coronary artery. The vessel was calcified. The physician advanced the stent delivery system into the guide catheter, felt resistance, pulled back out and noticed a couple stent struts were flared. The physician proceeded with a non-boston scientific guidewire and predilated with a 2.0x20 quantum maverick. The procedure was completed with a different device. There were no patient complications and the patient's status was reported as "good".